Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of the pacemaker revealed that the atrial lead was oversensing noise. There was a delay in pacing as a result of the oversensing. The lead was capped and replaced on (B)(6) 2020, and the pacemaker was electively replaced in the same procedure. The patient was in stable condition.